Event description:
The customer reported an error messaged displayed during set up. There were four cases cancelled. No pt injury was reported. Multiple attempts were made for pt status with no response.

Manufacturer narrative:
The customer svc rep examined the system. The fluidics module was replaced and sent for in house testing. The system was tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary, when add'l reportable info becomes available. This report mailed in to FDA on: 02/15/2008.